Event description:
It was reported that this artificial urinary sphincter was not working properly due to a wear perforation in the cuff. The device was removed and replaced. There were no patient complications reported.